Event description:
It was reported that after starting a new libre 3 plus sensor and attempting to pair it with the ilet system, the user received a pairing failed alert; rescanning in the mobile app indicated the sensor was already started and the pump displayed a remaining warmup time, consistent with an intermittent communication failure involving the electrical and magnetic subsystem, specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components consistent with intermittent communication failure localized to the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.